Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure, there was difficulty to extending and retracting the helix. It was also reported that the electrical values were "not good enough". The lead was not implanted. No patient complications were reported as a result of this event.

Event description:
It was reported that during the implant procedure there was difficulty to extending and retracting the helix. It was also reported that the electrical values were "not good enough". The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood was found in/on helix/lobe mechanism. The helix extends and retracts with in product specification. Analysis of the device is in process; the results will be forwarded when available.